Event description:
It was reported that an unspecified quantity of em2400 valve sets leaked pediatric multivitamin from port 2. The issue was identified during delivery in the pharmacy. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(6) 2022-001-c. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction made to e1: initial reporter e-mail: (B)(6). H4: the lot was manufactured from june 07, 2022 - june 08, 2022. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.